Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate and abdominal pain. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information could be provided as the reporter declined for follow up.